Manufacturer narrative:
H3) the manufacturer representative went to the site to test the navigation system. No hardware parts were replaced. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, version #: 2.1.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that inaccurate by 2mm, free handed the rest of that screw. Transforaminal lumbar interbody fusion l3 to l5 with posterior spine fusion with instruments l3-s1. The health care professional (hcp) reported that the instruments appeared to be 2mm higher in the software. The hcp noticed the inaccuracy while placing a screw and stopped using navigation to free hand the rest of this screw. They re-spun the patient, but it was a non-navigated spin. They unplugged the ethernet and plugged it back in, took another spin, and it was non-navigated. They rebooted the navigation system and imaging system, then were able to take a navigated spin and complete the case. Troubleshooting was performed and the site reported the reference frame was not bumped or moved during the case. The site stated that all 3 boxes on the image acquisition screen stayed green throughout the entire spin. There was a 10 minute delay to the case.

Manufacturer narrative:
H2, h3: software analysis was performed. A software issue was confirmed and the allegation was a result of the software malfunction. Previously reported odes b01, c10, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please see section a and b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was no impact to the patient's outcome.